Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 275 mcg/ml (dose 171.73 mcg/day), fentanyl 1100 mcg/ml (dose 686.9 mcg/day), clonidine 200 mcg/ml (dose 124.89 mcg/day), bupivacaine 30 mg/ml (dose 18.734 mg/day), and dilaudid 1 mg/ml (dose 0.6245 mg/day) via an implanted pump. The baclofen lot number was unknown. Other medications the patient was taking at the time of the event and relevant medical history were not reported. Indications for use were listed as non-malignant pain. The patient experienced increased pain and was currently in the hospital with low back pain and difficulty moving the left leg/extreme weakness and could not dorsal flex her foot. The patient did not feel pain immediately, but tried to get out of bed and that's when the patient had issues. No audible pump alarms. The event date was (B)(6) 2016. A MRI would be done later (date not provided). Further information was requested in regards to the baclofen lot number, other medications the patient was taking at the time of the event, pertinent medical history, the results of the MRI performed, and actions/interventions taken to re solve the event; however the company representative indicated they were unwilling to provide this information.